Event description:
Alarm 30, known as a cartridge alarm, was reported during pumping. There was no reported impact to the customer¿s blood glucose level. The faulty pump was within warranty, and technical support arranged for it to be replaced. The customer was informed of the need for replacement but chose not to share their backup therapy method to ensure uninterrupted insulin delivery. Technical support provided instructions on returning the pump and confirmed necessary shipping details.